Manufacturer narrative:
Known inherent risk of device (reherniation can still occur with use of device).

Event description:
Patient reherniated. Surgeon decided to perform tlif. Surgeon removed the occlusion component of barricaid in order to make room for the tlif. Barricaid implant was observed to be intact upon explantation.